Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following implant, the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead vector was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.